Event description:
It was reported that in preparation for a water vapor therapy procedure the patient had been sedated with general anesthesia. When priming the delivery device, error 240 was received. After several attempts to troubleshoot the error did not resolve. The delivery device was replaced with a new one. When priming the second delivery device, error 241 was received. After several attempts to troubleshoot the error did not resolve. The procedure was cancelled and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia. Device 2 of 2.